Event description:
A customer reported experiencing a tandem mobi cartridge alarm while the pump was in use. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the occurrence of cartridge alarm 34 and arranged to replace the pump. The customer will continue using the current pump and has multiple daily injections as a backup option. Instructions were given for returning the problematic pump, and a replacement pump was sent out by tandem technical support.